Manufacturer narrative:
It was found that there was no defect with the device that would cause or contribute to the alleged event.

Event description:
It was reported via user facility medwatch that during a patient transfer from a bed to a cardiac chair, the bed and chair separated and the patient fell to the floor. The patient allegedly landed on her right side, where she recently had a right femur fracture repaired with hardware. X-rays reportedly revealed the pins and plate had shifted. It was not reported if further medical intervention occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via user facility medwatch that during a patient transfer from a bed to a cardiac chair, the bed and chair separated and the patient fell to the floor. The patient rallegedly landed on her right side, where she recently had a right femur fracture repaired with hardware. X-rays reportedly revealed the pins and plate had shifted. It was not reported if further medical intervention occurred.